Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels. The customer also wasn't sure if the no delivery alarm was working properly. However, the call was disconnected, and the high pressure test could not be conducted. Nothing further was reported.